Event description:
Scheduled lung cryoablation: partially through procedure ice was noted to propagate along the probes, beyond the skin surface. Procedure was aborted at 10 mins of freezing. No immediate skin changes were noted.